Event description:
It was reported disconnection. Entry description: details: first incident same patient: rn was in the room when patient¿s chemotherapy line disconnected from the spot above the blue hub to cover the male/female piece of the line. Patient was sitting calmy on family member¿s lap. Rn immediately paused the infusion and clamped the central line and called for charge nurse. Rn reconnected the line after charge nurse came in and assessed the situation.

Manufacturer narrative:
(B)(4) disconnection initial/final: device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.